Event description:
Total hip done 5/14/97. Has had two dislocations since 6/7/97. Hip revision done on 6/11/97. Continued with recurrent dislocations of lt. Hip. Removed acetabular liner and shell and replaced with multipolar bipolar prosthesis.